Event description:
It was reported that the patient with twiddler syndrome underwent a full revision due to high impedance. The suspect device has not received by manufacturer to date. No other relevant information has been received to date.